Event description:
Material # 309657 lot # 0261817. It was reported that the bd luer-lok package seal integrity was poor/questionable. The following information was provided by the initial reporter: "product has weak seal, seal of packaging is compromised, which compromises sterility.". Ref 309657. Lot: 0261817. Issue: product has weak seal, seal of packaging is compromised, which compromises sterility. Pt harm: no. Doe: (B)(6) 2024. Qty: 4 consecutive items opened . Samples: yes and photo. Additional information provided: 1. Could you please provide a further description of the issue? The seal of the sterile package is very weak, much weaker than it has been in the past. We¿ve had several syringes where the plastic is almost sliding off the paper without it being peeled back. 2. When was this defect observed? During or before use? This was observed first back a medical assistant prior to use, which was reported to supervisor. 3. If possible, could you please provide picture samples for investigation?

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
One photo of a 3 ml ll syringe (p/n 309657) was received and evaluated. The photo shows a close-up of a syringe in a package with an open seal. However, the image shows acceptable seal integrity on the package, and no seal defects can be observed from the photo. A physical sample is required for a more thorough evaluation. The production database, and mechanical and electrical records were reviewed along with the device history record. All inspections regarding the open seal defect (p/n 309657 lot 0261817) were completed in accordance with the control plan. No issues were identified that were consistent with the reported defect condition. The reported defect was not identified in the photos received; therefore, a root cause could not be determined. No corrective action is required at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.